Event description:
Patient with noted pinpoint hole to red lumen leg of hickman catheter. Mom noted hole and reported to bedside rn who informed vascular access team. Vascular access team arrived and repaired hickman catheter leg.